Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implantation procedure, the lens remained in the delivery system and was subsequently discarded. A similar-powered lens from the same company was then selected and implanted without any difficulty. Additional information was requested.